Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 71 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was also on the rp flex pump for the right sided needs, and as such the support was a bipella of cp-rp flex. The underlying cardiac and systemic comorbidities were not shared. The cp was explanted and escalated to an axillary placed impella 5.5 due to the cp accessed limb becoming ischemic. The rp flex remained on for the support and is captured in complaint pc-(B)(4). Limb ischemia is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported ischemia could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.